Event description:
A hospital representative contacted baxter (B)(4) regarding a blood leak from a xenium 210 dialyzer. It was reported that when the home patient (hp) went to check his blood pressure after two hours of dialysis, he noticed specks of dried blood on the floor. The hp then noticed a lot of blood on the shower tray and that blood was leaking from the red end of the dialyzer, at the connection site where the bloodlines screw in. After discovering the blood leakage the patient took himself off and didn't wash his blood back as he thought it could be contaminated in some way. The patient stated that it is difficult to screw the lines in. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a blood leak could not be confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed if relevant additional information is received.